Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received: the representative confirmed that the issue was resolved when the representative reinstalled the software.

Manufacturer narrative:
On-site functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that all of the old patient exams on the system have disappeared. The are no longer able to import new ones. The site typically uses their system to download exams from the network, then archives to a usb then load onto a different system. When they tried to load an exam from a usb, they received an error importing, stating the exam data was corrupted. Another attempt downloaded to 100% but the patient was not added to the exam list. The same issue occurred when trying to load from a cd.